Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00139 and 2939859-2000-00140 and 2939859-2000-00141. This is the first MDR submitted for the first suspect product. A pt was skin tested on the right forearm and had no visible response. Pt was treated with 1.0cc of bovine collagen in the vermilion borders. Pt rec'd 1.0cc another formulation of bovine collagen in the oral commissures and a touch up of the lower vermilion border. Pt came to physician with some redness at the treatment sites and he was fairly certain pt was having a hypersensitivity to the collagen. Pt told him that the test site turned red, and at the same time treatment sites became red and with indurated spots and slight swelling. He decided to re-skin test on the left forearm. He explained that no treatment for pt's symptoms would be very effective and that pt would have to "wait it out". Pt was seen again on two visits with no improvement noted. Two weeks later, pt's affected areas on the lips had mostly resolved with no new flares of the condition, but both test sites continued to be inflamed with the right forearm the worse of the two. The pt went to see another physician for a second opinion and he injected both forearm test sites with 2% kenalog. Pt's lip treatment sites were now almost totally asymptomatic. Effectiveness of the kenalog injections was minimal of the right side. The left side test site showed more sustained improvement.